Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2014. According to the complainant, the stent was implanted treat a malignant stricture. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent failed to deploy. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The investigation findings of stent damaged. Investigation results: a visual analysis of the returned device found out that the stent was fully mounted onto the delivery system. During the product analysis, the investigator was able to deploy the stent of the device; however, a slight resistance was noted. The stent and the inner region of the device were visually and microscopically examined and it was noted that the inner shaft was kinked along its length. There were no issues noted with the profile of the stent cup or the holding sleeve. The stent of the device was damaged. The stent wires at the distal end of the stent were uncrossed. This damage may have occurred during attempts to deploy the stent. The dark blue outer sheath was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. This damage may have occurred during attempts to deploy the stent. No other issues were identified during the product analysis. The noted damages were likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.